Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that three lvps had displayed dim segments. No further information is available.

Manufacturer narrative:
The reported issue that three lvp¿s had displayed dim segments was confirmed on the returned display board assemblies. The customer returned 3 lvp display board assemblies. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu and running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments. Testing results identified all returned 3 lvp display board assemblies had dim segments. The exact root cause of the customer¿s report that three lvp¿s had displayed dim segments was not identified; however prior failure investigation identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 11nov2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 18nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that three lvps had displayed dim segments. No further information is available.